Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen was flickering between screens and appeared dimmer than usual and that the pump usb port was damaged resulting in difficulties charging the pump. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.